Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer noticed that insulin leaked and the self-adhesive got wet. Insulin leaked between cannula and self-adhesive. Customer noticed high blood glucose values up to 270-320 mg/dl. No adverse event alleged. A request was made for the return of the device.